Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient kept the varisoft infusion set in use for more than 72 hours beyond the recommended 48-72 hour change interval and did not consistently perform air removal during cartridge fill per instructions for use (IFU), resulting in hyperglycemia of 268 mg/dl treated with manual insulin injection.